Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A close inspection was conducted on the returned device and no visual damages were noted. After testing, the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Based on device performance, it can be concluded that the device worked as intended.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic groin hernia repair, the device jammed several times and the strap would not deploy. Additionally, the device was fired on the cooper's ligament multiple times, but all deployed straps could not be put on the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.